Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During their inspection, the sbc reported the following issues: - lens crack - foreign matter inside eyepiece cover glass - contaminant in lens - tip bending cause the described issues indicate excessive force when using the affected device. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Event description:
The customer reported a crack in the subject device. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the lens was cracked. In addition, there was foreign matter inside the eyepiece cover glass, a contaminant was in the lens, and the tip was bent. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.